Manufacturer narrative:
Product ID 8709sc lot# n230311006 implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, lot #: n230311006, ubd:2011-10-26 , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 669.4 mcg/day via an implanted pump for an unknown indication for use. It was reported that the patient experienced pain and increased spasticity. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. A dye study was conducted on the date of this report, and they were unable to aspirate the catheter, but the interventional radiologist was able to view the 8709 catheter and thought that it looked severed. The rep interrogated pump and the only stall noted was on (B)(6) 2024 at 3:31am when the patient had an MRI. The pump stall was recovered successfully after MRI at 4:18am. No other stalls were noted. Additional information was received on (B)(6) 2024 via the rep and it was reported the patient¿s 8709 catheter was replaced with an 8780 on (B)(6) 2024. The patient¿s status was ¿alive- no injury¿ and the patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the event had resolved and the device was discarded by the customer.